Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad in the grasping section was worn away, but not peeled off. The green foreign object was returned. From the investigation result, it was presumed that ¿the detached teflon¿ was a part of the sterile drape. From a past investigation result, there is a possibility the heated device touched the sterile drape after activation, causing the sterile drape was adhered. The grasping section of the device was not used a green parts in the manufacturing process. As a result of evaluation, omsc concluded that the reported event was not reportable event.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. *during a celiohysterectomy, the subject device was used. At the beginning of the procedure, the tissue pad of the subject device was detached. The fragment was retrieved. The user changed the device for another one. There was no patient injury reported.